Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) and the adhesive were returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. An extended investigation was also performed. The device history record (DHR) was reviewed and verified that the unit passed all tests on the line. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. The investigation identified that all processes were effective. Therefore, no malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin irritation while wearing an adc freestyle libre sensor. Customer had contact with a doctor on (B)(6)-2019, who prescribed advantan 0.1% (methylprednisolone aceponate - corticosteroid) ointment for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin irritation while wearing an adc freestyle libre sensor. Customer had contact with a doctor on (B)(6) 2019, who prescribed advantan 0.1% (methylprednisolone aceponate - corticosteroid) ointment for treatment. Based on the information provided, there was no report of death or permanent injury associated with this event.